Event description:
Additional information was received that product analysis was completed. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld device was not programming on and did not load the programming software. A hard reset was performed and the issue was resolved. Further follow-up revealed that the handheld device would not power on despite charging. The power adaptor and serial cable connections were confirmed to be secure. It was noted that the handheld power indicator would not turn on. The handheld device has not been returned to date.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution.